Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used to repair the wound but three days following a hernia repair procedure, the patient experienced redness, swelling, heat, pain and infection. The surgeon immediately removed the sutures and changed the depressing treatment. After the second stage suture, the patient¿s condition improved.